Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly failed to advance over the guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta device was returned for evaluation. No anomalies were noted to the device. The initial patency test of the guide-wire lumen using an in-house 0.035 guide-wire was unable to be advanced through distal end of the guidewire lumen. Under microscopic examination the guidewire was reinserted and passed through the device. After inserting, an unknown substance was noted at the distal tip of the guidewire. The unknown substance was thought to possibly be glue, however there was insufficient material to determine the source. Therefore, the investigation is confirmed for the guidewire insertion issues, as the guidewire was unable to be fully inserted through the catheter. The investigation is also confirmed for the identified unknown material noted on the guidewire after insertion. The definitive root cause for the reported guidewire insertion issues and source of the identified unknown material could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2023).